Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. No product was returned to the manufacturer. The production records were reviewed for the product involved; no manufacturing deficiencies were identified that could have contributed to this event. There is no evidence that the device contributed to the incident.

Event description:
It was reported to the manufacturer that a 4web custom-made device was explanted approximately six and a half years following the initial surgery. The patient reportedly presented with pain. It was reported that joints around the implant eroded causing the implant to shift out of position. The patient had undergone a prior ankle replacement procedure. The 4web device was explanted in '(B)(6) 2026 and replaced with another 4web custom-made device.